Event description:
Mps says the surgeon was complaining that the lateral boundary on the femur cuts, especially on the distal cut were not giving him enough room to complete the cut even with expanded boundaries.

Manufacturer narrative:
An event regarding inaccurate values/visuals involving a mako tka software was reported. The event was not confirmed. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: performed pm service. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. No defects found. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob152 was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints related to p/n 209999, robot number: rob152 shows no other similar complaints. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.